Event description:
It was reported that the lead fixation helix would not extend prior to implant, despite thirty rotation attempts. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst indicated that the lead was returned with the helix partly extended. The helix was able to be extended and retracted within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).